Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the surgery. After the surgery, because the patient¿s knee balance was poor, the patient used an orthosis and watched how it went, but on (B)(6) 2021, the patient underwent the revision surgery for his/her left knee due to loosening of the implants. There was no problem on the tibial side, and the implant on the tibial side was left in place. Femoral side was treated using an extended stem and an insert in the revision surgery. The revision surgery was completed successfully without any surgical delay. Doi: (B)(6) 2020. Dor: (B)(6) 2021, left knee.